Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was experienced high blood glucose. The customer blood glucose level was 24 mmol/l at the time of incident. Customer reported that they received occlusion alarms when a bolus was delivered. Customer treated with insulin pen. The customer was assisted with troubleshooting and declined for high blood glucose. The reservoir will not be returned for analysis.